Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Since part and lot numbers have not been received a device history record review could not be completed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. It was reported that this patient had a fair harris hip score. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via journal article. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient was revised due to loosening and lysis.